Manufacturer narrative:
Additional information received that there was no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included use testing. The pump was powered on and it gave "cartridge removed" message. During further investigation it was found that the downstream sensor was faulty which caused the pump to give "cartridge removed" message. The customer's reported problem of beeping was able to be duplicated. Based on evidence, the complaint was confirmed. The root cause was attributed to the pump's downstream sensor.

Event description:
Information was received indicating that this ambulatory infusion pump gave alarm for cartridge removed. It was also reported that the lcd is missing pixels. No known adverse effects.